Event description:
A report was received that a patient was experiencing discomfort and warmth at the pocket site. The physician relocated the patient's pocket site and the patient was doing well following the procedure.